Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an "air in line detected error" during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device displayed a blank screen. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor printed circuit board (pcb) and a faulty liquid crystal display (lcd). The processor pcb and the lcd require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.